Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 150 units of insulin during the load sequence. Subsequently, a cartridge change error occurred. In addition, the cartridge was leaking from the o-ring. Customer loaded cartridges to address the issues. There was no adverse impact to the customer's blood glucose level.